Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed spike port cap leakage at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the central port. There was no patient involvement. No additional information is available.